Event description:
It was initially reported that the patient past away, cause and relationship to vns unknown. The date of death was unknown. No further information was provided. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that indicated that the physician's office had not seen the patient since 2007 and the physician that treated the patient is no longer with the practice. The office does not have any more information about the patient's death.